Manufacturer narrative:
Correction: b5 and h6 were updated.

Event description:
It was noted that the right-atrial (ra) lead exhibited far r-wave oversensing and was alleged to be dislodged into the right ventricle. The dislodgement of the lead was verified by diagnostic imaging and visual examination. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was noted the atrial lead had dislodged. The dislodgement of the lead was verified by diagnostic imaging and visual examination. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.